Event description:
It is reported that a customer has issues regarding their sensor alarming. The patient's blood glucose was at 137 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor and serter needs to be replaced. The customer was informed that the sensor needed to be replaced and was advised to send the sensor back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.